Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and was allowed to rest for 30 minutes with no observed leaks. The catheter balloon was passively deflated with no issues or cuffing noted, and the balloon concentricity was observed to be 70:30 as compared. This meet specification per inspection procedure, which states, "cuts in lumens are not allowed". No root cause could be found because the reported event was unconfirmed. The device history record and labeling review was not required as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the silicone foley catheter had come out from patient on (B)(6) 2021, as it was installed on (B)(6) 2021 with 10 ml sterile water. Customer further stated that the customer even pulled it back against the bladder wall to ascertain it was firmly in place. Per follow up on (B)(6) 2021, customer stated that the balloon was totally deflated on exit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the silicone foley catheter had came out from patient on (B)(6) 2021, as it was installed on (B)(6) 2021 with 10 ml sterile water. Customer further stated that the customer even pulled it back against the bladder wall to ascertain it was firmly in place. Per follow up on 19apr2021, customer stated that the balloon was totally deflated on exit.